Event description:
A hospital in (B) (6) reported that the rt340 adult dual-heated evaqua breathing circuit failed the ventilator leak test during equipment set-up. The leak was detected prior to pt use. No pt consequence was detected.

Manufacturer narrative:
(B) (4). This is a malfunction that has been reported to fisher & paykel by a hospital in (B) (6). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt340 breathing circuit was visually examined then pressure tested for leaks. Test results indicated that the pressure drop exhibited by the breathing circuit was outside specification. Upon examination, a hole was detected on the expiratory tube. This hole was visible with the naked eye. A lot check could not be performed, as no lot info was provided. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. As this breathing circuit would have passed the leak test following production, it most likely sustained damage during transportation or equipment set-up. Our user instructions advises the user to perform a pressure and leak test on the breathing circuit system, to fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage and to set the appropriate ventilator alarms. (B) (4).